Event description:
It was reported that a file separated in the canal during a procedure. The patient is scheduled for follow-up treatment, though outcome of the event is not known as of this report.

Manufacturer narrative:
In this incident, there was no reports of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr.) To preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events. This event; therefore, is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review. Further information pertaining to outcome of this event will be reported if it becomes available.